Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the capnometer was disabled. There was no patient involvement during the time of the event, therefore no patient or user health consequences or impact occurred.